Manufacturer narrative:
Upon further review, it was found that 1018233-2025-05880 was not a bd complaint. Therefore, a retraction is being submitted. The initial reporter zip is (B)(6). The initial reporter facility name provided is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was black screen and requesting further information via wo on evaluation note that replacement of coolant water.

Event description:
It was reported that there was black screen and requesting further information via wo on evaluation note that replacement of coolant water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.